Manufacturer narrative:
The technician found the caster was worn. He replaced the caster to repair the bed.

Event description:
Information received indicates the caster will continue to swivel when in brake.